Manufacturer narrative:
(B)(4)

Event description:
It was reported that inappropriate bigeminy was detected remotely via merlin.net device transmission. Patient experienced non-sustained ventricular tachycardia but was otherwise asymptomatic. Programming changes were recommended but no programming changes were made and physician will continue to monitor the patient. Patient experienced no adverse consequences.